Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose levels. The customer¿s blood glucose level was over 423 mg/dl. The customer did not mention any treatment for high blood glucose level. The customer did not mention any symptom related to high blood glucose level. The customer also reported that they the insulin pump received motor error alarm. The customer reported that they already rewound the insulin pump twice and still came out with the same error. The customer reported that they did not receive motor position encoder error. It was reported that they were able to successfully clear the alarm but they were unable to rewind the insulin pump. The insulin pump will be returned for analysis.